Manufacturer narrative:
The results of the investigation are inconclusive since the device as not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During initial implant, while searching for a vein, the physician noted a cardiac perforation. An echocardiography was performed, however, no effusion was observed. The lead was implanted in a new location to resolve the event. The patient was stable